Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was unable to fit into the usb port of the pump. Customer's blood glucose level was 182 mg/dl. Customer declined troubleshooting with tandem technical support.